Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples and the interlock was set. The thumb pusher was disengaged from the sulu. No damage was noted to the knife blade. The firing knob was reattached for functional testing. The single use loading unit(sulu) was loaded into a test instrument. The sulu and test instrument were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic right hemicolectomy, when the reload was attached, the knob broke and came off. Another device was used to complete the case. The event occurred during the procedure, but the product was not used for patient.